Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2006 (B)(6), product type lead; product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger; product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported in (B)(6) 2008, the patient had an overdischarged device. Patient compliance was primary reason for overdischarge. The patient hadn't used stimulation or recharged in 1 year. Additional information received the date of report reported, the patient "never had successful recharging" and the implantable neurostimulator (ins) battery went dead "because the patient did not like having a foreign object in her body and she wanted to cut it out." The manufacturer's device registration has the ins registered as replaced in (B)(6) 2013.

Event description:
Follow up information confirmed that the cause of the event was a "dead" generator and that the battery had failed. At the replacement procedure reported as (B)(6) 2013 (manufacturers implant registry showed a date of (B)(6) 2013), the remaining lead components of the ins were tested and impedances were good on all contacts and that the patient had excellent coverage to their upper extremities. At that point the physician opted to proceed and replaced the ins with a new, smaller version. It was noted that the physician modified the pocket site to accommodate the smaller ins. The patient was seen on follow up on (B)(6) 2013 where it was noted that they did complain of increased pain with movement due to the leads. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.